Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, plaque shifting occurred. The patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery(lad), with 90 % stenosis and was 6 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 16 mm promus element plus stent. Following the placement of the stent, plaque shifting into the small diagonal was noted. There were multiple aggressive attempts to balloon the diagonal branch, but the balloon catheter would prolapse due to large proximal vessel and could not be placed across the stent struts despite multiple times using multiple balloons including an apex balloon. Repeated angiography revealed that there was no disruption of the lad with 0% residual stenosis and 90% narrowing in the small diagonal branch. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).